Event description:
A report was received that a pt was explanted due to the stimulation causing pain in his leg. The device was working properly prior to explant. The pt is reportedly doing well after the explanted procedure.